Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Multiple attempts have been made to request additional information, to date no additional details have been provided. Based on the limited information provided, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The contact alleges the patient was implanted with a ¿davol mesh¿ during ¿davol mesh surgery¿ in (B)(6) 2015. The contact states the patient has experienced pain and cannot exercise because of the product. The contact does not have a description of the implanted device, nor does he have the product code or lot number.